Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a st segment elevation with a coronary spasm. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. During an off-label cavotricuspid isthmus (cti) ablation in flower position a st segment elevation was observed after giving 200 micrograms of nitroglycerin to the patient. 500 micrograms more and contrast was given to visualize construction or blockage. The ECG stabilized and no other abnormalities were observed. The procedure was completed successfully. The patient had fully recovered from the event. The device is not expected to return for analysis.